Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that during ongoing lung ventilation, the x3 displayed spo2 100% with good waveform and perfusion index 5¿6, while arterial blood gases showed sao2 of 78% and 82%. The device was in use on a patient at time of event, there was no adverse event reported.